Manufacturer narrative:
H.6. Investigation summary: the customer issued a complaint for a can¿t activate problem detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. It should be noted that tests performed by bd tatabánya during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10.

Event description:
It was reported that ultrasafe x100l png clear nvs stein plunger rod was blocked and the safety device separated before use. The following information was provided by the initial reporter: the patient explained that she went to administer the medication and the plunger would not depress and activate the needle into her skin to administer the medication. She also mentioned the top portion fell off of the syringe and the plunger stopped and would not administer the medication. Call received from a pharmacy who ad a patient on the phone who was reporting a potential quality complaint for cosentyx. The patient explained that she went to administer the medication and the plunger would not depress and activate the needle into her skin to administer the medication. She also mentioned the top portion fell off of the syringe and the plunger stopped and would not administer the medication. She advised she was trained by her hcp when starting on cosentyx. She verified that the product was received in a sealed manufacturer's box. She provided the lot number, expiration date and ndc number. She stated that she did miss the dose. She is willing to provide sample and will also send pictures of the issue to the email I provided her. She said that this has never happened before. The caller was advised that the complaint has been received and will be evaluated.

Manufacturer narrative:
PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ultrasafe x100l png clear nvs stein plunger rod was blocked and the safety device separated before use. The following information was provided by the initial reporter: the patient explained that she went to administer the medication and the plunger would not depress and activate the needle into her skin to administer the medication. She also mentioned the top portion fell off of the syringe and the plunger stopped and would not administer the medication. Call received from a pharmacy who ad a patient on the phone who was reporting a potential quality complaint for (B)(6). The patient explained that she went to administer the medication and the plunger would not depress and activate the needle into her skin to administer the medication. She also mentioned the top portion fell off of the syringe and the plunger stopped and would not administer the medication. She advised she was trained by her hcp when starting on (B)(6). She verified that the product was received in a sealed manufacturer's box. She provided the lot number, expiration date and ndc number. She stated that she did miss the dose. She is willing to provide sample and will also send pictures of the issue to the email I provided her. She said that this has never happened before. The caller was advised that the complaint has been received and will be evaluated.